Event description:
The customer alleged the oxygen levels were abnormally low and the device alarms were sounding on or about july, 2002. Without supplemental oxygen, the consumer's condition allegedly and pt ultimately died in 8/2002.